Manufacturer narrative:
Additional information added to a3, a4, a6, b5 and h10. The investigation is still ongoing.

Event description:
Per medical records received, during the procedure, alignment difficulty with the commander delivery system occurred due to a combination of inadequate position of the septal puncture and left atrial angulation. During this process, several struts of the 29mm sapien 3 ultra resilia valve became bent, preventing withdrawal across the original septal puncture. Attempts to snare and deploy the valve into the descending aorta were unsuccessful and led to native aortic valve injury with severe transvalvular aortic regurgitation and hemodynamic instability. CPR and emergent ECMO were required. The malfunctioning valve was subsequently withdrawn across the septum and removed after becoming dislodged in the right common femoral vein, requiring use of instruments. Significant procedural damage to both the bioprosthetic mitral and native aortic valves contributed to instability. A new, superior posterior transseptal puncture was created despite heavy scarring. During septal dilation with a non edwards balloon, the balloon ruptured. A 26mm sapien 3 ultra resilia valve valve was successfully advanced and implanted in the mitral position under rapid pacing with normal valve fill plus an additional 3 ml. Tee and fluoroscopy confirmed optimal placement with improved hemodynamics and no significant mitral gradient. Due to native aortic valve damage and severe aortic regurgitation, a 26mm sapien 3 ultra resilia valve was subsequently implanted in the aortic position with initial resolution of regurgitation the next day. A postoperative tee done later that same day, showed the aortic valve prosthesis was well seated with normal leaflet motion but demonstrated severe eccentric paravalvular regurgitation, with minimal central regurgitation, and a low mean gradient of 2mmhg. The 26mm sapien 3 ultra resilia mitral valve appeared well seated with mild central regurgitation; however, the reported mean gradient was 11mmhg, consistent with severe mitral stenosis. A transthoracic echocardiogram done 4 days later revealed a reduced mitral mean gradient of 7mmhg and prosthetic effective orifice area (eoa) of 0.63cm2, consistent with possible prosthetic mitral stenosis and trivial regurgitation. The patient developed cardiogenic shock, and despite ECMO support, the patient passed away either the same day or the following day.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 29mm sapien 3 ultra resilia valve in a preexisting surgical valve being treated for mitral regurgitation, the operator attempted to use a technique to help with advancing the 29mm commander delivery system and crimped valve through the surgical mitral valve, which was snaring the wire in the ventricle from the arterial side to provide a stronger rail. The initial puncture was inferior and posterior. The team was able to advance the delivery system with crimped valve beyond the mitral surgical valve with this technique but was not able to complete the docking process (gross alignment) due to the pusher getting stuck on either the surgical mitral valve or the septum, and the angle of the patients anatomy. Troubleshooting was performed, and the surgical valve leaflet was observed to be damaged causing the mitral regurgitation to worsen due to the delivery system being through the valve, and the continuous attempt at crossing the surgical valve. The mitral regurgitation worsened during the process of advancing the valve, the patient became hypotensive, CPR was initiated and the patient placed on ECMO and a balloon pump. At this point, blood was observed in the syringe, and it was decided to remove the devices. Once the patient was stable, the team attempted to withdrawal the delivery system with the crimped valve back through the mitral surgical valve, however, the inflow strut of the sapien 3 ultra resilia valve got bent. There were multiple attempts to remove the valve from different approaches, including the use of a raptor device through the arterial side (clamp), which in an attempt to grab the sapien 3 ultra resilia valve, the native aortic leaflet was damaged, creating aortic insufficiency. The team was able to eventually pull the delivery system with the crimped valve back through the surgical mitral valve, but they were not able remove it through the 24fr gore sheath due to the bent strut. As they were trying to pull the delivery system through the gore sheath, the distal tip of the delivery system became separated due to resistance with the delivery system balloon (flared balloon) through the surgical valve. The team proceeded with a second attempt withdrawal, but the sapien 3 ultra resilia valve came off the delivery system. The operator eventually was able to pull the valve out through the vein with needle drives through the tract system. A second puncture was performed superiorly, and a new 26mm sapien 3 ultra resilia valve was successfully implanted in the mitral position. The patient then underwent treatment for the damaged native aortic leaflet with subsequent aortic insufficiency with a tavr procedure using a 26mm sapien 3 ultra resilia valve. The procedure was completed successfully. Both of the sapien 3 ultra resilia valves were reported to be functioning well post procedure. The patient was stable at the end of the procedure and transferred to the ICU but passed away over the weekend due to cardiogenic shock and renal failure. Per report, the tip of the delivery system remained in the patients right femoral vein, and the patient was reported to have a very thick septum, possibly due to previous septum repair. There were no difficulties with flexing of the delivery system and no problems with the functionality of the devices. There was no calcification at the mitral valve.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: the valve frame is deformed and crushed. Multiple struts were deformed on both inflow and outflow side. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for frame damage was confirmed based on the returned device evaluation. The reported event did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. It should be noted that the thv in mitral position using the sapien 3 ultra resilia (s3ur) with commander delivery system and non-edwards sheath (gore sheath) is not an indicated use at the time of implantation. Therefore, this was an off-label operation. Per training manual, 'do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again'. This proximity of the pre-existing device with the incident thv may reduce the available area for thv alignment and increase the likelihood of device interaction during alignment and withdrawal through the pre-existing device, contributing to the bent strut on the outflow side. Additionally, it was reported that, 'there were multiple attempts to remove the valve from different approaches', indicating excessive manipulation was used on the system. Withdrawal technique specifically attempting to retract the delivery system and crimped valve through the gore sheath (non-ew device) can result in the exposed thv to be more susceptible to the outflow struts catching against or embedding into the sheath tip. Subsequent attempts to retract the system can cause the valve to displace or dislodge from the balloon catheter, as reported. Based on the reported information, a raptor grasping device (non-ew device) was used to remove the valve. The use of a clamping device for valve removal may introduce additional damage, as this type of device relies on a clamping mechanism to grasp components and facilitate extraction. As such, available information suggests patient factors (pre-existing device) and/or procedural factors (valve interaction with pre-existing device, excessive manipulation during retrieval of crimped thv into sheath, clamp device to remove valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.